Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received with the end cap dislodged from the housing. No functional testing could be performed due to the device receiving condition. Upon visual inspection to the end cap it was observed that the moisture indicator was positive. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the dislodgement of the end cap. No conclusion could be drawn as to what caused the end cap to dislodge. However, it is recommended to use the disposable torque wrench to loose the disposable device from the handpiece. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that prior to a thyroidectomy procedure, the scrub nurse was setting up the disposable on the hand piece, but it was not connecting/linking to the device. Procedure was completed with a same/like device. There was no adverse impact to the patient.